Event description:
It was reported that the cable connector that provides power to the system, was broken and the system was unable to boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.